Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 26mm mitral annuloplasty ring, the ring was explanted and replaced with a 25mm annuloplasty ring of a different model. The physician stated that the 26mm ring was not the right size for the patient. No additional adverse patient effects were reported.